Event description:
It was reported that the handheld was returned. An analysis was performed on the returned handheld. No anomalies associated with the main battery were identified during the analysis. During the analysis, an intermittent power connection associated with the serial cable was identified. The cause for the anomaly is associated with a bent serial cable plug leaf spring that prevented electrical contact with the ac adapter barrel connector. The cause for the bent spring is unknown, but is most likely associated with mishandling of the device. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Event description:
It was reported that the handheld would not hold a charge. It was reported that the outlet being used was not bad because the light come on when it is plugged in. The manufacturer's representative went to the office to troubleshoot and confirmed that there was a believed issue with the handheld holding a charge. Good faith attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Review of manufacturing device records. Review of the handheld device history records confirmed all quality specifications were passed prior to distribution.